Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; the adhesive on the bending section cover had a chip. In addition to the adhesive around the objective lens being peeled, the evaluation findings were as follows: the bending section cover had a scratch, due to damage on the forceps elevator lever, bending section could not be firmly fixed, due to wear of the angle wire, bending angle in the "up" direction did not meet standard value, the video connector had a crack, switch #1 had a scratch, the control unit had a crack, the label on the video connector was peeled, the video connector had a scratch, the video connector case had a scratch and crack, the light guide cover glass had a scratch, the light guide connector had a scratch, the right/left lever had a scratch, the angulation lever had a scratch, the forceps elevator lever had a scratch, the right/left plate had a scratch, the up/down plate had a scratch, the grip had a scratch, and the control unit had a scratch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the peeling adhesive was likely due to stress of repeated use, external factors or handling of the device. However, a conclusive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer initially reported to olympus that the endoeye flex deflectable videoscope's bending section cover adhesive was chipped. There were no reports of patient harm. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: the adhesive around the objective lens was peeled.